Event description:
During a coronary artery drug eluting stenting treatment procedure that a stent delivery balloon failed to deflate. The physician was treating a torturous, mild to moderately calcified, 90% stenosed lesion in the right coronary artery (rca) using a 6 french al3 runway guide, iq wire and a 3.5x24mm taxus express2 drug eluting stent. The lesion was predilated with a 2.5x20mm maverick balloon before placing the taxus stent in the distal rca. The physician then placed the 2.5x24mm taxus stent in the mid rca, however, the delivery balloon failed to deflate. The physician then attempted to forcefully remove the balloon which caused the guide catheter to deep-seat. This action subsequently caused the balloon to dislodge, however, the balloon woud lnot fit into the guide. The physician then removed the guide and balloon at once, but became stuck when the balloon would not fit through the sheath. Pulling negative pressure with both a 30 and 60 cc syringe, the physician was able to remove the balloon from the patient. The balloon was estimated to remain in the patient for 5 minutes, 1 minute in the patient's artery. Throughout the procedure, the patient reported chest mapin. Post-procedure the patient was reported in stable condition.